Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had watchdog errors during therapy (medication, dose, programmed amount and delivery rate unknown). There was patient involvement but no patient harm or injury reported. No additional information is available.

Manufacturer narrative:
Corrected information g4: 28 january 2021.